Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, and stylet was returned in the lead. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection showed the lead tip helix appears normal. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the impedance and amplitudes were not stable. Additionally, when the lead was connected to the device, the lead exhibited noisy signals. It is suspected that the lead was defective or fractured. Another lead was implanted successfully as all measurements were stable. The lead is expected to be returned for analysis. No adverse patient effects were reported. Additional information received indicates that the lead impedance remained within in range. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the impedance and amplitudes were not stable. Additionally, when the lead was connected to the device, the lead exhibited noisy signals. It is suspected that the lead was defective or fractured. Another lead was implanted successfully as all measurements were stable. The lead is expected to be returned for analysis. No adverse patient effects were reported. Additional information received indicates that the lead impedance remained within in range. No adverse patient effects were reported.